Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The consumer reported, pen needle clog when taking injections. Stated, every third needle will work stated, he does not want to waste insulin from priming every pen needle stated, he only primes when he starts a new insulin pen but he will try it going forward. Stated, he gets 4 boxes per refill and this issue occurred in previous boxes but he can only provide one lot number for one box. Lot: 4205142, catalog: 320550, date of event: unknown, samples: no cl.

Manufacturer narrative:
Additional information was added to: b4, section c (suspect products), g6, h2, h3, h11.